Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead, implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture a few weeks after implant. The lead was revised. The patient also had complaint of a shocking sensation during pacing. The atrial lead was also revised. No further patient complications have been reported as a result of this event.